Manufacturer narrative:
In the returned meter memory, the lot number used on the alleged date was determined to be 353497 based off the code chip used for testing.

Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device not returned.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At around noon, a sample from the patient was tested using the meter, resulting with a value of 3.0 inr. At around 6 p.m., the patient had weakness in his limbs and could not repeat sentences, so an ambulance was called. The patient has a transient ischemic attack (tia). At around 6:30 p.m., a sample was collected from the patient at the hospital and tested in the laboratory using an unknown method, resulting with a value of 2.2 inr. The doctor adjusted the patient's warfarin dose from 7.5 mg. To 10 mg. "Every day" based on the meter result, but the patient did not actually take this new dosage prior to his tia and laboratory test. The patient had a computed tomography scan and a chest x-ray while in the emergency room. He received heparin intravenously from (B)(6) 2019. The patient was released from the hospital on (B)(6) 2019. He was in the hospital for 2 days and had no signs of brain hemorrhage or bleeding. A few weeks after the event, the patient had magnetic resonance imaging (MRI) and nothing abnormal was seen on the MRI. The patient had no changes made to his medications and was taking the same warfarin and plavix medications he was taking prior to the event. The patient is currently in stable condition; however, he still has some cognitive issues with comprehension. The patient's therapeutic range is 3.0 - 3.5 inr. The patient's testing frequency is weekly. The patient did not have antiphospholipid antibodies or anemia. The patient has not had any changes in medication or diet and has had no recent illnesses. The patient did not have a special or unusual diet. The patient is taking a therapeutic dose of plavix. The patient had no bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The patient's meter was returned for investigation where it was tested using retention controls and master lot test strips (lot 286321-80). Testing results (qc range = 1.1 - 1.5 inr): qc 1: 1.3 inr, qc 2: 1.3 inr, qc 3: 1.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided in the complaint case that would point to a cause for the result discrepancy.